Event description:
Loosening of the patella. Current patient status: patient underwent reoperation to remove defective implant. Patient is doing well. Actions taken in the care facility to manage the patient: patient operated. Laboratory notified by surgeon ansm declaration.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon patella is reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.